Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the left cylinder tube to the pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the proximal end of the cylinder although passed the leakage test. The second cylinder had wear at fold in the middle of the cylinder although passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed leak test but failed inflation test 1 and activation tests 2 and 3. Based on the information available and analysis results, the reported mechanical issue was able to be confirmed and the cause was traced to a component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the left cylinder tube to the pump. No patient complications were reported.